Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Analysis of the returned fiber confirmed the reported failed fiber event as analysis identified a distal circumferential fracture. The metal cap exhibited moderate charred debris adhesion, indicative of prolonged tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window leading to the distal circumferential fracture. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, within 1:00 minute of procedure time, the fiber failed. The procedure was completed using another fiber and there were no patient complications. Analysis of the returned device revealed a distal circumferential fracture. Based on the observed circumferential fracture, the potential for forward firing may exist.